Event description:
It was reported that the patient had an inappropriate shock a little over a week post-implant. The stored electrogram had a flat line and noise. There was oversensing of the noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. An x-ray confirmed good electrode insertion. The patient's ejection fraction has improved so the doctor programmed the system off and sent the patient home. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock a little over a week post-implant. The stored electrogram had a flat line and noise. There was oversensing of the noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. An x-ray confirmed good electrode insertion. The patient's ejection fraction has improved so the doctor programmed the system off and sent the patient home. There were no additional adverse patient effects. The system remains implanted.